Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: 2020-07-11.

Event description:
It was reported that syringe 20ml ll bns had foreign matter. This was discovered before use. The following information was provided by the initial reporter: material no: 301031 batch no: unknown. It was reported that there was particulate.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: a device history record review could not be completed for this complaint as the lot number provided is 'unknown.' To aid in the investigation, one photo was received for evaluation by our quality team. The photo shows a syringe that has what appears to be foreign matter in the plunger rod, though the photo is not clear enough to provide a better analysis. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaints of this product and this symptom.

Event description:
It was reported that syringe 20ml ll bns had foreign matter. This was discovered before use. The following information was provided by the initial reporter: material no: 301031, batch no: unknown. It was reported that there was particulate.